Event description:
(B)(6) called to report "he has had the seat on these model crack on the seam where the mold is." He gave me the lot number for one, so I sent replacement part.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9650-4, serial number/date code (B)(4). The owner's manual part number 1148075 rev b was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.